Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 23 mmol/l (414 mg/dl) with ketones of 2.5. The pod was worn between 24 and 36 hours on the hip/buttocks. It was noted that the adhesive was not secure and the cannula dislodged from the site. Hyperglycemia treated with manual injection.